Event description:
It was reported that, pt, through, filing of a lawsuit, is reporting and alleging that after implantation of the device, he began experiencing significant pain, swelling, and discomfort in the area of the device.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. Device info has not been provided at this time. Info rec'd indicated that reported device may be either rejuvenate or abgii modular hip system.